Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in the (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in the oxford database report that a patient underwent an initial right knee replacement procedure at nuffield orthopaedic centre. Subsequently, a revision procedure due to repeated dislocation of bearing was performed.

Event description:
It was reported in the oxford database report that a patient underwent an initial right knee replacement procedure at (B)(6) centre. Subsequently, a revision procedure due to repeated dislocation of bearing was performed.

Manufacturer narrative:
(B)(4). Medical product: oxf ph3 cementless tib sz d rm item #: 154920; lot # 712254. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.